Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that while a pump was infusing octreotide, there was a separation and leak where the tubing should have been bonded below the hub of the port. There was no tension placed on the tubing. There was no patient harm.

Event description:
The customer reported that while a pump was infusing octreotide, there was a separation and leak below the hub of the port. There was no tension placed on the tubing. There was no patient harm.

Event description:
The customer reported that while a pump was infusing octreotide, there was a separation and leak where the tubing should have been bonded below the hub of the port. There was no tension placed on the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the smartsite outlet port below the check valve. Examination under magnification showed that both sides of the vinyl tubing had insufficient solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary as fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured within specification. The root cause was identified as a manufacturing issue of insufficient solvent being applied at the junction of the vinyl tubing.